Event description:
In 2009, the patient was admitted to the hospital for an abdominal aortic aneurysm and a mild fever. That day, a coil embolization was performed on the right internal iliac artery after which the fever rose. Four days later, the patient's fever dropped due to the administration of antipyretics and subsequently underwent endovascular repair using the gore excluder aaa endoprosthesis. At about 5 days later, the patient was discharged from the hospital at his request, despite still having a fever. Two weeks later, the patient returned to the hospital with a fever and the physician diagnosed an infection of clostridium tertium. At approximately 2 months later, the patient was converted to open repair explanting the device. The patient was last reported to be in the hospital for observation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.